Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the possible infection and fluid discharge issue. Reportedly, the patient had water sac under the arm, and the ICD had been leaking. The physician informed that the patient may have a bacterial infection. The patient added that the water sac had been there for several months. The boston scientific technical services (ts) informed that the ICD was not on any advisories and does not leak. No additional adverse patient effects were reported. The ICD remains implanted. Additional information indicated that the ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the d6b: explant date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; h6: patient codes; and h11: additional MFR narrative.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the possible infection and fluid discharge issue. Reportedly, the patient had water sac under the arm, and the ICD had been leaking. The physician informed that the patient may have a bacterial infection. The patient added that the water sac had been there for several months. The boston scientific technical services (ts) informed that the ICD was not on any advisories and does not leak. No additional adverse patient effects were reported. The ICD remains implanted.